Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this cardiac resynchronization therapy defibrillator (crt-d) stored ventricular episodes due to concerns of inappropriate shocks, and noise. Upon review, the presenting electrogram (egm) showed there to be stored ventricular episodes where device delivered 5 bursts of anti-tachycardia pacing (atp) and 9 shocks. Ts also observed oversensing noise as well. The therapy was unable to convert the rhythm. The shocks were determined to be inappropriate. Ts also reviewed daily threshold and impedance measurements trend report and noted the right ventricular (rv) lead shock impedances had been elevated since 2017 and appeared to be high out of range. Subsequently, a revision procedure was performed. The physician explanted the crt-d device and surgically abandoned the rv lead. A new device and lead were implanted successfully as replacements. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this cardiac resynchronization therapy defibrillator (crt-d) stored ventricular episodes due to concerns of inappropriate shocks, and noise. Upon review, the presenting electrogram (egm) showed there to be stored ventricular episodes where device delivered 5 bursts of anti-tachycardia pacing (atp) and 9 shocks. Ts also observed oversensing noise as well. The therapy was unable to convert the rhythm. The shocks were determined to be inappropriate. Ts also reviewed daily threshold and impedance measurements trend report and noted the right ventricular (rv) lead shock impedances had been elevated since 2017 and appeared to be high out of range. Subsequently, a revision procedure was performed. The physician explanted the crt-d device and surgically abandoned the rv lead. A new device and lead were implanted successfully as replacements. No additional adverse patient effects were reported.